Event description:
An alarm issue was reported with the adc device in use with iphone phone with ios operating system version 16.5.1 and app version 3.4.0.7228. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hyperglycemia, pain and was unable to self-treat. The customer received healthcare professional (hcp) treatment of glucose injection, insulin and tylenol medication for pain. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the freestyle libre 3 app complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported received replace sensor message. Attempted to replicate the reported issue using similar configurations of iphone 13 mini, ios 16.2, 3.4.0.7228 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone phone with ios operating system version 16.5.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hyperglycemia, pain and was unable to self-treat. The customer received healthcare professional (hcp) treatment of glucose injection, insulin and tylenol medication for pain. There was no report of death or permanent impairment associated with this event.